Manufacturer narrative:
Other applicable components are: product ID 977a260 serial# (B)(4) : product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative regarding the patient. It was reported that during the implant procedure, the physician was unable to pass the percutaneous leads. It was noted that the patient had scar tissue present, which may have contributed to the event. Different needles, entry points, and kits were used at the time of the surgery, but the issue remained unresolved. The lead was discarded, and the patient¿s procedure was rescheduled with a neurosurgeon in a few months. A paddle lead will be implanted instead. No further complications were reported. Indication for use remains unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.